Event description:
The manufacturer received an explanted infusion pump and intrathecal catheter for analysis. Per hcp, "at the time of the planned, routine pump replacement for anticipated end of battery life the catheter was found to be non-functioning and was removed." The patient was receiving intrathecal lioresal. No patient symptoms, or previous catheter interventions or troubleshooting were reported. The physician reported that due to the patient's previous spinal fusion, the catheter placement was difficult but eventually accomplished. The patient recovered without further sequela.

Manufacturer narrative:
Final device analysis revealed: acceptable catheter testing. The straight pump connector was returned, along with 4 other "pieces" of catheter and pin connector.